Event description:
It was reported that the pump "the guidewire placement difficultly without imaging. Forced catheter insertion led to balloon rupture". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).other remarks: n/a.corrected data: n/a.